Event description:
The pt underwent cervical arthroplasty. Surgeon using a synthes implant tool implant inserter. The synthes rep instructed the surgical tech to install pro disc into tool. Surgical tech passes instrument to surgeon. Surgeon installed pro-disc upside down. Pt had pain requiring re-hospitalization to remove pro disc and re-install correctly. Device design allows in correct installation and loading.